Manufacturer narrative:
The reported event of connection problem and loose connection were confirmed. Analysis found the setscrew inset walls were stripped due to incorrect wrench insertion which prevented full engagement of torque wrench into the setscrew inset, and this is consistent with user error. Further electrical tests were performed, and no anomalies were noted. Longevity assessment was performed, and device had appropriate remaining longevity.

Event description:
It was reported that during an implant procedure, the set-screw of the pacemaker was unable to be tightened or unscrewed. The pacemaker was not used and another pacemaker was used to successfully complete the procedure. The patient was stable throughout and no adverse consequences were reported.